Event description:
The affiliate stated the customer reported fluid leaked from the shear valve (clv 85) in the middle of the analyzer, with aspiration system errors, involving the coulter lh 780 hematology analyzer. The customer was unable to put the tubing back on the shear valve as it continued to come off. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) replaced the faulty shear valve (cvl85/126) and resolved the fluid leak and aspiration errors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).